Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. (B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated that the cgm values were ¿all over the place¿. The patient was on a cruise with her spouse and daughter, when she was evaluated in the ship¿s infirmary for vomiting and blood glucose issues. The cgm and bg values were not provided. It was determined the patient needed further medical evaluation and was evacuated off the ship to a hospital where she was admitted to the intensive care unit (ICU) for a bg over 800 mg/dl, a ¿mild stroke and mild heart attack¿. The patient¿s cgm was removed during her hospitalization. She was released a week and half later; however, she cannot recall specific details of the event and medical intervention. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.